Event description:
It was reported that the charger for an ilet pump stopped functioning, with the indicator light flashing briefly and then turning off despite attempts with multiple outlets, while the pump itself remained mostly charged; troubleshooting was completed and a replacement original charger was shipped via overnight delivery. Customer care provided support that included coordination of return and replacement logistics. Investigation of this case revealed a charger malfunction consistent with a power supply failure. No clinical effects during the event reported. Outcomes included no alarms and no medical interventions. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the external charger.